Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device was found to be partially deployed with all components in the pre-deployed position except the link was slack, consistent with opening the lever to deploy the foot as reported. Inspection of the device indicated that the sheath was intact with hydrophilic coating present on the entire sheath surface. There were no abnormal observations to suggest that there might have been difficulty introducing the device into the patients anatomy. During testing, the guide wire insertion stopped approximately 2 inches from the distal end due to excessive dried blood. After removing the dried blood, the guide wire was insert through the sheath without difficulty. Therefore, the reported difficulty advancing the device into the patients anatomy could not be confirmed. Inspection of the device also revealed that there was dried blood inside the marker lumen, indicating there was blood flow through the marker lumen while introducing the device into the body; however, the blood flow could not have been strong enough as intended due to blood clots and other biological matters. This was confirmed due to not marking during testing as excessive dried blood occluded the marker lumen tube inside the device. Based on the investigation finding, the probable cause for insufficient blood flow through the marker lumen is due to a blood clot or other biological matter. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a percutaneous transluminal interventional procedure. Reportedly, the device had difficulty being advanced. The foot plate was opened, but the device was not intraluminal. After closing the foot, the device was removed. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequela. Though requested, no additional information was provided.